Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29, 2007. Evaluation summary: the reported condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility representative reported a device that intermittently shuts down before patient use. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.